Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer experiences light ketones with blood glucose (bg) level that was reported as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.